Event description:
The patient was treated for abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft and an afx vela infrarenal. On 01 november 2023, routine follow up computed tomography identified that the aaa has enlarged with no identifiable leak. However, the physician suspects a type iiib endoleak. The patient is reported to be good. Reintervention is scheduled for (B)(6) 2023.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement of 9mm, type iiib endoleak of the distal main body and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined a type ib endoleak of the right common iliac artery occurred that was not in the event as reported. The type ib endoleak was discovered during a review of the computed tomography scan dated (B)(6) 2023. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status is reported to be good. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2: outcomes attributed to ae ¿ updated b5: describe event or problem - updated g3: awareness date ¿ updated h6: health effect - impact code ¿ remove 4614 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for abdominal aortic aneurysm (aaa) on (B)(6) 2016 with the implant of an afx bifurcated stent graft and an afx vela infrarenal. On 01 november 2023, routine follow up computed tomography identified that the aaa has enlarged with no identifiable leak. However, the physician suspects a type iiib endoleak. The patient is reported to be good. Reintervention is scheduled for (B)(6) 2023. Reintervention was completed on (B)(6) 2023 with the implant of an afx2 bifurcated stent graft, an afx vela infrarenal, an afx limb stent graft and an ovation extender.